Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that a 25mm amplatzer amulet left atrial appendage occluder was selected for an implanted on (B)(6) 2022. Device was successfully implanted with none complication. A pericardial effusion was detected at the very end of the procedure that lead to cardiac tamponade. A percutaneous drainage was done but unfortunately was insufficient. The patient was transferred to cardiac surgery unit to resolve the pericardial effusion. Patient stable, no additional information was provided.

Manufacturer narrative:
Upon additional information, the amulet delivery sheath should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event. The results/method and conclusion codes along with investigation results will no longer be provided as this event is not considered a reportable event.

Event description:
Additional information was provided that indicated that the pericardial effusion was due to the transeptal sheath device baylis medical (non-abbott device). The cardiac surgeons confirmed that non-abbott transpetal sheath damaged the vena cava as this was the only accessory in contact with the vena cava during the procedure. Therefore there is no allegation of malfunction and/or adverse event related to the amulet delivery sheath.